Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. It was also reported that the battery was hot. Troubleshooting was not performed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.